Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak and seroma. It was stated that the bump on the patient¿s back started in (B)(6) 2013. Since then, the patient had a mild, low-grade spinal headache. The patient had relief when lying down, but experienced a headache when standing or moving around. The patient had surgery on ¿(B)(6).¿ after the surgery to correct the problem was unsuccessful, the healthcare provider (hcp) referred the patient to a different hcp. The patient then reportedly had surgery on (B)(6) 2014. The bump was still there, but the patient had been wearing an abdominal binder since (B)(6) 2014. It was noted that the bump sized increased when the abdominal binder was removed, but decreased in size when the binder was on. It was also noted that the spinal headache was not as severe with the abdominal binder on. The patient was looking for new hcp because he was ¿not willing to live with a headache for the rest of his life.¿ the pump was used to deliver lioresal.